Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer had breakfast and bolused. Hours later, the customer lost consciousness. The brother treated the customer with glucagon, and then he called the emergency doctor. It was reported that the customer's doctor injected glucose intravenously. No further info was provided.